Event description:
No additional information submitted by the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a procedure to remove a food bolus, the distal attachment came off even though the proceduralist had taped it for securement. While the food bolus was successfully removed, the team attempted to retrieve the distal attachment with a rat forceps and a net basket but was not successful and part of the attachment chipped off. The case was completed but the patient had to come back to retrieve the distal attachment. Patient is okay but as they retrieved the distal attachment the sharp edge of where it chipped off tore the oesophagus slightly so they had to clip it.